Manufacturer narrative:
Patient is reportedly stable other than reported symptoms. No revision is planned at this time. No product will be returned as it remains in-situ, no product information was given, and no further evaluation of the product can be completed at this time. Radiograph received depicting fracture of right inferior-most screw. Patient reportedly has a high bmi. Patient compliance with postop care is unknown. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant. Contraindications include, but are not limited to: obesity. An overweight or obese patient can produce loads on the spinal system which can lead to failure of the fixation of the device or to failure of the device itself. Possible adverse effects: potential adverse effects may include, but are not limited to the following: bending, disassembly, or fracture of any or all implant components.

Event description:
On (B)(6) 2018, the patient underwent posterior lumbar interbody fusion surgery with instrumentation (l2-s1). On (B)(6) 2019 it was discovered that the right s1 screws in that construct had reportedly fractured. Patient exhibits bilateral lower extremity numbness and tingling. No revision surgery is planned and the surgeon will continue to monitor.